Manufacturer narrative:
(B)(4). The other three perclose proglide devices referenced are being filed under separate medwatch MFR numbers. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that anterior cuff misses occurred with four proglide devices, during attempted suture placement in the common femoral artery using the preclose technique prior to an aortic valvuloplasty procedure. The aortic valvuloplasty procedure was completed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device confirmed the reported anterior cuff miss. Based on visual and functional analysis of the returned device, the probable cause was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.